Event description:
On (B)(6) 1998 an actions neosphincter device was implanted. On (B)(6) 2011, the cuff component was removed and replaced. The reason was not provided. Add'l info has been requested.

Manufacturer narrative:
Should add'l info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.